Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
[Surgeon] revised this patient to an mdm construct. [Patient] had a fractured greater trochanter that [surgeon] repaired during the revision that was causing [patient] to dislocate. Operative side reported as right.